Event description:
It was reported that during a robotic lobe resection procedure, when the surgical assistant went to fire the device with a blue load, the stapler locked out and would not complete the fire. The staff tried using the reverse button and it did not work. They unplugged the battery and tried again and the reverse button still didn't work. The manual override top was then opened and the surgeon scrubbed in and attempted to manually return the blade to open the jaws. They could barely get the blade to move. The staff isn't sure what ultimately happened but the jaws finally opened. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with two ecr60b cartridge reloads present. Cartridge (a) was received unfired and loaded on the device. Cartridge (b) was received unfired and in good visual conditions. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The reverse button worked as intended. The device record was reviewed and no anomalies were noted during the manufacturing process.